Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Analysis found an external abrasion breaching the outer insulation and exposing the outer coil was found at 15.0 ¿ 15.2 cm from the connector pin. The cause of the noise was due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right ventricular lead exhibited noise. Programming changes were performed. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead was explanted and replaced. The patient was in stable condition.